Event description:
It was reported by service report that there was a possible leak on the cot. The service technician was unable to find any failures related to the alleged leak. The event was unable to be duplicated. No pt involvement or adverse consequences are reported.